Manufacturer narrative:
The nurse manager reported that the spo2 module on the transmitter displayed spo2 values that were 10 to 15 point variations when compared to the blood gases. Nihon kohden ts has made 3 separate attempts to obtain additional information from the reporter with no success. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse manager reported that the spo2 module on the transmitter displayed spo2 values that were 10 to 15 point variations when compared to the blood gases.

Event description:
The nurse manager reported that the spo2 module on the transmitter displayed sp02 values that were 10 to 15 point variations when compared to the blood gases.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2018 that the spo2 value showed 10 to 15-point variants when compared to blood gases. Service requested: troubleshooting service provided: troubleshooting investigation result: the sn of the affected device is not known. The customer was contacted multiple times but would not respond to the call/email to troubleshoot the alleged malfunction, or the customer does not want to cooperate to troubleshoot further. A review of complaints registered by this facility found no similar reported issues. Similar complaints using "spo2 readings" gave the following result: 49078- false readings on transmitter; root cause: user error 55933- zm-530pa false spo2 readings; root cause: pending investigation review of complaints from va medical center found the following tickets related to spo2 issue: 42885- spo2 not working; root cause: firmware upgrade needed 23805- spo2 port not working; root cause: unknown based on the complaints from customer site and similar search query result, no adverse trend is suspected with the device. The root cause of the issue was unable to be determined as sufficient information from the customer could not be attained and the device was not returned to nk for evaluation/repair. Model: tl-201t lot # : not provided expiration: not provided UDI #: (B)(6). Age of device: not available manufacturer date: not available probe not returned for evaluation.